Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2013 due to infection. During the procedure, the polyethylene tibial bearing was replaced. It was further reported that a second revision procedure was performed on (B)(6) 2013 due to continued infection. All components were removed and replaced with cement spacer molds. The patient was reimplanted with total knee components on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2015 due to infection. The polyethylene tibial bearing was removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.